Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 8:30am, the result was 1.9 inr. At 10:18 am, the result was 6.2 inr. The customer reported the results to her doctor and her warfarin dose was held on (B)(6) 2019 and then decreased. On (B)(6) 2019 at 9:15 am, the result was 6.4 inr. At 9:30 am, the result was 2.4 inr. The customer did not report the results to her doctor and did not seek medical treatment. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, had no antiphospholipid antibodies, no heparin therapy, and no direct thrombin inhibitors. The suspect product was requested to be returned for investigation. Replacement product was sent. The test strips were received for investigation and were tested using a retention meter and quality control materials. Testing results: qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. The customer poked the same finger during the tests on each date. For a second measurement a new puncture of a different finger is mandatory. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.